Manufacturer narrative:
Manufacturer's investigation conclusion: no device analysis results are available because the device was not returned for evaluation. A review of merlin.net logs confirmed that readings were sent successfully in subsequent days after the event.

Manufacturer narrative:
One cardiomems power cord was received for investigation. Visual inspection of returned power cord revealed no discrepancies or discernible damage other than normal wear and tear. A test standard patient electronics unit was used to confirm the cord was functioning. The patient electronics unit stayed on during duration of the test even when cord was manipulated. No issues found. Investigation for the power supply could not be completed since it was not returned with the power cord. The reported event could not be confirmed.

Event description:
The patient reported exposed wires of the power supply cord. The power supply cord was replaced and there were no adverse consequences reported by the patient.